Event description:
The reporter stated that the surgeon attempted to insert a 9.0 diopter aq2010v three piece silicone lens when the lens stuck in the cartridge. No pt contact or injury. The cause of the lens becoming stuck was due to the cartridge. This is the first lens for the same pt. See MFR report# 2023826-2006-01741.

Manufacturer narrative:
H3: the product pertaining to this claim was not returned for evaluation. However, the lens was returned and visual inspection shows that the lens optic is torn in two pieces. Clear surgical residue/debris on the product. It should be noted that the injector was not returned for evaluation.